Event description:
It was reported that recent device interrogation revealed that this implantable cardioverter defibrillator (ICD) had tachy therapy programmed off since (B)(6) 2017 for an unspecified reason. It was noted that there were no episodes in the collection period, the battery had approximately 9.5 years remaining, and lead measurements were within normal range. This device remains implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.